Manufacturer narrative:
Health effect clinical code: 4581 - shallow ac; significant reduction of irido-corneal angles. Medical device problem code - 1494: off-label use (over 45 yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -3.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the patient has excessive vaulting and significant reduction of irido-corneal angles and shallow ac. The surgeon notes they likely will replace the icl with a smaller lens; either 13.2 or 12.7. Lens remains implanted. The cause of the event was reported as the device and indicated "vault in the right eye is causing a definite shallowing of ac and will likely need to be removed next week". If additional information is received a supplemental medwatch report will be submitted.